Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, at the first or second firing, the green button of the stapler was able to be pressed but the handle was unable to be squeezed and a few first pins were noticed to have popped out. Immediate replacement of the product was done to complete the case. There was no patient injury.